Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the facility for a fluoroscopy. Upon review of the fluoroscopy, the right ventricular lead exhibited externalized conductors. No intervention has yet been performed and the patient experienced no adverse consequences.

Event description:
New information via a remote merlin.net transmission reported that the lead exhibited noise. No intervention has been performed and the asymptomatic patient would continue to be monitored.